Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and interviews. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified the following : the right hip arthroplasty components were anatomically aligned without dislocation. The acetabular cup is abnormally vertical in orientation and the abducation angle measured 60 degrees, predisposing to dislocation. Radiolucencies consistent with osteolysis were observed along the acetabular and the femoral implants. The bone quality appears osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown stem lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05251 liner, 0001822565 - 2019 - 05116 stem, 0001822565 - 2019 - 05117 cup.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient may underwent revision surgery due to dislocation, cup and head revised. Attempts were made to obtain additional information; however, none was available.